Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances on one lead. As a result, surgical intervention may be undertaken in the future. It is unknown which lead has high impedances.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000123221.

Event description:
Related manufacturer reference number:3006705815-2023-00319. Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced to address the issue. It was noted during pre-op that both leads exhibited high impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.